Manufacturer narrative:
Event date: date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had her first implantable neurostimulator (ins) removed because it quit working before 3 years was up. It died too fast and they had to put a new battery. She could not feel any stim and it was not working at all. She went to healthcare provider (hcp) and they did test on it. The hcp stated most device last for 3 years and her device did not. There were no further complications that have been reported as a result of this event.